Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a broken cable on the mega needle driver instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the grip close cable was broken at the distal idlers and was sticking out at the instrument's wrist. The idler pulley pin spun freely and was not damaged. The other cables at the instrument's wrist were not damaged. Additional observation not initially reported by the site was indentation on the edge of the distal pulley with scratches on the surface. Engineering concluded that the pulley damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.